Event description:
The subject, an insulin dependent diabetic, reportedly was admitted to the hosp for treatment of diabetic ketoacidosis on 6/19/00. On the evening of 6/18/00, pt's meter result was 180 mg/dl; pt could not remember if pt took pt's normal insulin dose. At the hosp, the laboratory glucose result on 6/19 was 771 mg/dl, while a healthcare meter (type unknown, time unknown) result was 512 mg/dl. The subject's technique appears to be correct, although pt's initial description of the blood application was incorrect.